Manufacturer narrative:
The device was returned to olympus for inspection, and the reported allegation was not confirmed. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported there was scope communication error code -b30 involving an olympus gastrointestinal videoscope. There was no patient injury reported.